Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 400cc mentor smooth round moderate plus profile saline breast prostheses, suffered severe chest pain within the last two years, bumbs around both breasts, green discharge for the right areola, and right breast became larger than left, numbness, tingling, swelling, severe weight gain, and rashes. MRI also confirmed folds in the implants. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 8/19/2019, mentor received additional information from the customer claiming that the MRI confirmed folds in the implants meant that they were leaking. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).